Manufacturer narrative:
Common name: device, biopsy, endomyocardial. Product code: dwz. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the biopsy of left ventricle, the flexible myocardial biopsy forceps would not open inside the patient when advanced through the guiding catheter. After the procedure, the user checked if the device shaft of the device was bent. It was further noted that the handle would not actuate the forceps due to a missing rivet and internal corrosion. The procedure was completed with another device, and there were no injuries or additional procedures reported.